Event description:
It was further reported that the patient presented to the index procedure due to abnormal nuclear imaging of the anterior wall and that the patient was discharged from the index procedure the following day on aspirin and prasugrel. Also, stent thrombosis occurred in (B)(6) of 2011.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-segment restenosis occurred and the patient experienced a myocardial infarction. The 70% stenosed de novo and 18mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement of a 3.0x20mm taxus liberte stent, resulting in 0% residual stenosis. No patient complications were reported. (B)(6) 2011, the patient presented due to retrosternal chest tightness radiating to the left arm. The patient had elevated cardiac enzymes and troponin values. An EKG showed no st segment elevation. Coronary angiography revealed "70% in-segment restenosis at the proximal end," of the previously deployed 3.0x20mm taxus liberte stent. The in-segment restenosis was treated with pre-dilation and placement of a 3.5x15mm promus stent, resulting in 0% residual stenosis following post-dilation. No other patient complications were reported and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).